Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure the patient was taken back to the operating room (or) due to a bladder perforation and then was transferred to the intensive care unit and placed on a ventilator. The patient presented with numerous comorbidities and was not an ideal candidate for surgery. Post-aquablation procedure the patient was taken back to the or for further bladder neck cautery with a loop, and this is likely when the bladder perforation occurred. Procept is currently in the process of gathering additional details on this event, including the patient's current condition. No malfunction of the aquabeam robotic system was reported during this event. Per the manufacturer's instructions for use, bladder perforation is a perioperative risk of the aquablation procedure.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The device was not returned for investigation because it performed as intended during the aquablation procedure and was confirmed through our investigation of the event. No further information was made available to procept on this event. As the device was not returned, the investigation of the event consisted of a review of the treatment log files, device history record, labeling/IFU, and the information provided by the treating physician. The results of the investigation revealed that the aquabeam robotic system functioned as intended, as no malfunctions were observed during the aquablation procedure. It was confirmed that the aquablation procedure was completed as planned. A review of the treatment log files confirmed that the aquabeam robotic system functioned as intended, as no malfunctions were observed during the aquablation procedure. A review of the device history record (DHR) ab2000-b rev g / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation. Investigation of the treatment log files, device history record, labeling/IFU, and information received through the treating surgeon, that the patient presented with numerious comorbidities and was not an ideal candidate for surgery, confirmed that no device malfunction occurred and the aquabeam robotic system functioned as intended and was used in accordance with its instructions for use. The reported event was determined not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.